Manufacturer narrative:
H10: the actual sample and a photograph of the device was received for evaluation. The actual sample was contaminated with blood. A visual inspection was performed to the actual sample using naked eye, however, due to the nature of the actual sample the reported condition was not able to be identified and functional testing could not be performed. Therefore, the reported condition was not verified in the actual sample. A visual inspection was performed to the photograph which revealed that the tubing was separated from the second y-site clearlink in the upstream part. The reported condition was verified in the photograph. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This device was manufactured at one of the two following manufacturing sites: cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was found detached. The "IV tubing appeared to be pulled apart". It was further reported that "a section of the tubing was still attached to patient" and "the other part was attached to the bag and IV fluids was dripping on the floor". This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.